Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received from the user facility. No ventilator logs have been provided and no service was requested by the hospital. Current status of the ventilator was not provided. No investigation had been possible, therefore the root cause of the reported event has been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref : (B)(4).